Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / persistent pelvic pain") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the perforation, device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder, pelvic pain and perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ migration of essure device location of device: myometrial wall') and fallopian tube perforation ('fallopian tube perforation/the right fallopian lube also shows that the coded essure device runs alongside the fallopian rube the essure device is not in the fallopian tube.') In a 48-year-old female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obstructive sleep apnea syndrome, polycystic ovarian syndrome, vitamin d deficiency, hypothyroidism, testosterone low, fibromyalgia, myositis, sleep apnea, tonsillectomy, light-headed, menstruation irregular, endometrial polyp, uterine bleeding, hematocrit value increased, polyps, cystocele, child sexual abuse, atrial septal defect ((B)(6) 2011) and polypectomy ((B)(6) 2011). (B)(6) 2016 - MRI cervical spine without contrast. Impression: minimal scattered degenerative changes in the cervical spine, with mild foraminalnarrowing at c3-c4 and c5-c6, as detailed above. Concurrent conditions included obesity, ovarian cyst, vaginal itching, vaginal discharge, menometrorrhagia, rectocele, adenomyosis, endometriosis, pelvic adhesions, nausea, blurred vision, nasal sinus drainage, double vision, fever, hemianopsia, loss of consciousness, memory impairment, neck stiffness, photophobia, personality change, photopsia, scotoma, vertigo, unqualified visual loss, both eyes, ophthalmic migraine, vomiting, stress, dysuria, vaginitis, influenza immunization, uti, blood in urine, flank pain, hematuria, acute cystitis, vaginal odor, bacterial vaginosis, yeast infection, vaginal burning sensation, concentration impairment, restlessness, sleep maintenance insomnia, post-traumatic stress disorder, uterine leiomyoma, myomectomy, intervertebral disc degeneration, autoimmune disorder, cervicalgia, numbness in hand, mood swings, inflammatory bowel disease, autoimmune disorder, panic disorder, short-term memory loss, pruritus and wheezing. Concomitant products included bupropion hydrochloride (wellbutrin), cefalexin monohydrate (keflex), clonazepam (klonopin), diazepam (valium), ibuprofen (motrin), levonorgestrel (mirena), levothyroxine sodium (tirosint), losartan, metformin hydrochloride (glucophage), norethisterone acetate (aygestin), oxycodone hydrochloride;paracetamol (percocet), salbutamol, sertraline hydrochloride (zoloft) and vitamin b complex. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"), 3 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with colecalciferol (vitamin d3), levothyroxine sodium (synthroid), liothyronine sodium (cytomel), metformin, sumatriptan (imitrex), vilazodone hydrochloride (viibryd) and surgery (da vinci robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, vaginal haemorrhage, vaginal infection, depression, anxiety, headache, fatigue, vaginal discharge, weight increased, abdominal pain and back pain outcome was unknown, the pelvic pain was resolving and the menorrhagia, female sexual dysfunction, migraine, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in insertion date: (B)(6) 2014, (B)(6) 2013 current weight: 232 lbs. Grossly the essure devices were within the myometrial wall and were adjacent to but not within the lumen of the fallopian tubes. There were approximate 4 loops of coil visualized outside of the opening of the tubes, both sides done the same. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Essure device was successfully occluded. Impression: irregular uterine cavity. This most likely represents sequela of the patient" s ablation. It is difficult to ascertain position of the essure wires in relationship to the uterine cavity secondary to the patient's ablation. , contrast is visualized adjacent to the essure device within the right fallopian tube. Contrast is never visualized draining, from the right fallopian tube into the dependent portions of the pelvis.. Pathology test - on (B)(6) 2017: diagnosis: uterus with bilateral fallopian tubes and ovaries (hysterectomy and bilateral salpingo-oophorectomy) cervix - nabothian cysts and chronic inflammation. Endometrium - scant proliferative phase endometrium with features suggestive of prior ablation. Myometrium -intramural leiomyoma. Serosa - fibrous adhesions, no evidence of endometriosis. Left fallopian tube - mucosal disruption and calcification, essure device located within myometrium and paraluminal- location in fallopian tube. Left ovary - follicle cyst. Right fallopian tube -luminal fibrosis with displaced epithelium in muscular wall, essure device located within. Myometrium and paraluminal location h right ovary - follicle cyst. Pregnancy test - on (B)(6) 2013: negative. Pregnancy test urine - on (B)(6) 2013: negative. Ultrasound pelvis - on (B)(6) 2013: impression: abnormal appearing endometrial cavity cannot rule out malignancy hyperplasia. Simple follicular cyst left ovary. Clinical correlation repeat ultrasound tissue biopsy recommended.; on (B)(6) 2013: impression: slightly thickened endometrium enlarged uterus clinical correlation recommended.; on (B)(6) 2014: impression: normal appearing uterus simple cystic structure left ovary clinical correlation recommended.; on (B)(6) 2017: impression: large fibroid of the uterus. Clinical correlation recommended.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, fatigue, menorrhagia, dysmenorrhea, menstrual disorder, vaginal discharge, migraine, abdominal, pelvic pain, back pain, fatigue, vaginal bleeding. Lot number: b21579, manufacture date: 2013-04, expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / persistent pelvic pain") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (da vinci robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the perforation, device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder, pelvic pain and perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded..quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/ migration of essure device location of device: myometrial wall") and fallopian tube perforation ("fallopian tube perforation/the right fallopian lube also shows that the coded essure device runs alongside the fallopian rube the essure device is not in the fallopian tube.") In a 48-year-old female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obstructive sleep apnea syndrome, polycystic ovarian syndrome, vitamin d deficiency, hypothyroidism, testosterone low, fibromyalgia, myositis, sleep apnea, tonsillectomy, light-headed, menstruation irregular, endometrial polyp, uterine bleeding, hematocrit value increased, polyps, cystocele, sexual abuse, atrial septal defect (((B)(6) 2011)) and polypectomy ((B)(6) 2011). (B)(6) 2016- MRI cervical spine without contrast impression: minimal scattered degenerative changes in the cervical spine, with mild foraminalnarrowing at c3-c4 and c5-c6, as detailed above. Concurrent conditions included obesity, ovarian cyst, vaginal itching, vaginal discharge, menometrorrhagia, rectocele, adenomyosis, endometriosis, pelvic adhesions, nausea, blurred vision, dizziness, double vision, fever, hemianopsia, loss of consciousness, memory impairment, neck stiffness, photophobia, personality change, photopsia, scotoma, vertigo, unqualified visual loss, both eyes, ophthalmic migraine, vomiting, stress, dysuria, vaginitis, influenza immunization, uti, blood in urine, flank pain, hematuria, acute cystitis, vaginal odor, bacterial vaginosis, yeast infection, vaginal burning sensation, concentration impairment, restlessness, sleep maintenance insomnia, post-traumatic stress disorder, uterine leiomyoma, myomectomy, intervertebral disc degeneration, autoimmune disorder, cervicalgia, numbness in hand, mood swings, inflammatory bowel disease, autoimmune disorder, panic disorder, short-term memory loss, pruritus and wheezing. Concomitant products included bupropion hydrochloride (wellbutrin), cefalexin monohydrate (keflex), clonazepam (klonopin), diazepam (valium), ibuprofen (motrin), levonorgestrel (mirena), levothyroxine sodium (tirosint), losartan, metformin hydrochloride (glucophage), norethisterone acetate (aygestin), oxycodone hydrochloride;paracetamol (percocet), salbutamol, sertraline hydrochloride (zoloft) and vitamin b complex. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"), 3 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with colecalciferol (vitamin d3), levothyroxine sodium (synthroid), liothyronine sodium (cytomel), metformin, sumatriptan (imitrex), vilazodone hydrochloride (viibryd) and surgery (da vinci robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, vaginal haemorrhage, vaginal infection, depression, anxiety, headache, fatigue, vaginal discharge, weight increased, abdominal pain and back pain outcome was unknown, the pelvic pain was resolving and the menorrhagia, female sexual dysfunction, migraine, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in insertion date: (B)(6) 2014, (B)(6) 2013 current weight: 232 lbs grossly the essure devices were within the myometrial wall and were adjacent to but not within the lumen of the fallopian tubes. There were approximate 4 loops of coil visualized outside of the opening of the tubes, both sides done the same. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Essure device was successfully occluded. Impression: 1. Irregular uterine cavity. This most likely represents sequela of the patient" s ablation. 2. It is difficult to ascertain position of the essure wires in relationship to the uterine cavity secondary to the patient's ablation. 3., contrast is visualized adjacent to the essure device within the right fallopian tube. Contrast is never visualized draining, from the right fallopian tube into the dependent portions of the pelvis.. Pathology test - on (B)(6) 2017: diagnosis: uterus with bilateral fallopian tubes and ovaries (hysterectomy and bilateral salpingo-oophorectomy) a cervix - nabothian cysts and chronic inflammation b endometrium - scant proliferative phase endometrium with features suggestive of prior ablation c myometrium -intramural leiomyoma d serosa - fibrous adhesions, no evidence of endometriosis e left fallopian tube - mucosal disruption and calcification, essure device located within myometrium and paraluminal- location in fallopian tube f left ovary - follicle cyst g right fallopian tube -luminal fibrosis with displaced epithelium in muscular wall, essure device located within myometrium and paraluminal location h right ovary - follicle cyst. Pregnancy test - on (B)(6) 2013: negative. Pregnancy test urine - on (B)(6) 2013: negative. Ultrasound pelvis - on (B)(6) 2013: impression: abnormal appearing endometrial cavity cannot rule out malignancy hyperplasia. Simple follicular cyst left ovary. Clinical correlation repeat ultrasound tissue biopsy recommended.; on (B)(6) 2013: impression: slightly thickened endometrium enlarged uterus clinical correlation recommended.; on (B)(6) 2014: impression: normal appearing uterus simple cystic structure left ovary clinical correlation recommended.; on (B)(6) 2017: impression: large fibroid of the uterus. Clinical correlation recommended.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, fatigue, menorrhagia, dysmenorrhea, menstrual disorder, vaginal discharge, migraine, abdominal, pelvic pain, back pain, fatigue, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs & mr received: lot no. Added. Previously reported event perforation nos updated to uterine perforation and fallopian perforation as hysterectomy with b/l salpingectomy has been done. Event migration of essure device location of device: myometrial wall and migration event clubbed with event uterine perforation . New events - abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),fatigue, vaginal discharge, weight gain, abdomen pain, lower back pain were added. Reporter¿s information, patient demography, medical history, concomitant condition, historical drug, concomitant drugs, lab data were added. Event outcome of pelvic pain updated to recovering/ resolving. Outcome of events menorrhagia, dysmenorrhea, dyspareunia, apareunia, migraine updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ migration of essure device location of device: myometrial wall/migration'), fallopian tube perforation ('fallopian tube perforation/the right fallopian lube also shows that the coded essure device runs alongside the fallopian rube the essure device is not in the fallopian tube/migration') and genital haemorrhage ('general abnormal. Bleeding') in a 48-year-old female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obstructive sleep apnea syndrome, polycystic ovarian syndrome, vitamin d deficiency, hypothyroidism, testosterone low, fibromyalgia, myositis, sleep apnea, tonsillectomy, light-headed, menstruation irregular, endometrial polyp, uterine bleeding, hematocrit value increased, polyps, cystocele, child sexual abuse, atrial septal defect (B)(6) 2011) and polypectomy (B)(6) 2011). (B)(6) 2016 - MRI cervical spine without contrast impression: minimal scattered degenerative changes in the cervical spine, with mild foraminalnarrowing at c3-c4 and c5-c6, as detailed above. Concurrent conditions included obesity, ovarian cyst, vaginal itching, vaginal discharge, menometrorrhagia, rectocele, adenomyosis, endometriosis, pelvic adhesions, nausea, blurred vision, nasal sinus drainage, double vision, fever, hemianopsia, loss of consciousness, memory impairment, neck stiffness, photophobia, personality change, photopsia, scotoma, vertigo, unqualified visual loss, both eyes, ophthalmic migraine, vomiting, stress, dysuria, vaginitis, influenza immunization, uti, blood in urine, flank pain, hematuria, acute cystitis, vaginal odor, bacterial vaginosis, yeast infection, vaginal burning sensation, concentration impairment, restlessness, sleep maintenance insomnia, post-traumatic stress disorder, uterine leiomyoma, myomectomy, intervertebral disc degeneration, autoimmune disorder, cervicalgia, numbness in hand, mood swings, inflammatory bowel disease, autoimmune disorder, panic disorder, short-term memory loss, pruritus and wheezing. Concomitant products included bupropion hydrochloride (wellbutrin), cefalexin monohydrate (keflex), clonazepam (klonopin), diazepam (valium), ibuprofen (motrin), levonorgestrel (mirena), levothyroxine sodium (tirosint), losartan, metformin hydrochloride (glucophage), norethisterone acetate (aygestin), oxycodone hydrochloride;paracetamol (percocet), salbutamol, sertraline hydrochloride (zoloft) and vitamin b complex. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / persistent pelvic pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge/bladder/urinary problems: vaginal discharge"), 3 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal: bladder/urinary problems: vaginal infection"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psych injury"), abdominal pain ("abdominal pain/abdominal pain"), back pain ("lower back pain") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with colecalciferol (vitamin d3), levothyroxine sodium (synthroid), liothyronine sodium (cytomel), metformin, sumatriptan (imitrex), vilazodone hydrochloride (viibryd) and surgery (da vinci robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, vaginal haemorrhage, depression, anxiety, headache, fatigue, weight increased and back pain outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, female sexual dysfunction, vaginal infection, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in insertion date: (B)(6) 2014, (B)(6) 2013 current weight: 232 lbs grossly the essure devices were within the myometrial wall and were adjacent to but not within the lumen of the fallopian tubes. There were approximate 4 loops of coil visualized outside of the opening of the tubes, both sides done the same. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal. Bleeding, psych injury, uti,vaginal infection,vaginal discharge, headaches diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Essure device was successfully occluded. Impression: 1. Irregular uterine cavity. This most likely represents sequela of the patient" s ablation. 2. It is difficult to ascertain position of the essure wires in relationship to the uterine cavity secondary to the patient's ablation. 3., contrast is visualized adjacent to the essure device within the right fallopian tube. Contrast is never visualized draining, from the right fallopian tube into the dependent portions of the pelvis.. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: uterus with bilateral fallopian tubes and ovaries (hysterectomy and bilateral salpingo-oophorectomy) a cervix - nabothian cysts and chronic inflammation b endometrium - scant proliferative phase endometrium with features suggestive of prior ablation c myometrium -intramural leiomyoma d serosa - fibrous adhesions, no evidence of endometriosis e left fallopian tube - mucosal disruption and calcification, essure device located within myometrium and paraluminal- location in fallopian tube f left ovary - follicle cyst g right fallopian tube -luminal fibrosis with displaced epithelium in muscular wall, essure device located within myometrium and paraluminal location h right ovary - follicle cyst. Pregnancy test - on (B)(6) 2013: negative. Pregnancy test urine - on (B)(6) 2013: negative. Ultrasound pelvis - on (B)(6) 2013: impression: abnormal appearing endometrial cavity cannot rule out malignancy hyperplasia. Simple follicular cyst left ovary. Clinical correlation repeat ultrasound tissue biopsy recommended.; on (B)(6) 2013: impression: slightly thickened endometrium enlarged uterus clinical correlation recommended.; on (B)(6) 2014: impression: normal appearing uterus simple cystic structure left ovary clinical correlation recommended.; on (B)(6) 2017: impression: large fibroid of the uterus. Clinical correlation recommended.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, fatigue, menorrhagia, dysmenorrhea, menstrual disorder, vaginal discharge, migraine, abdominal, pelvic pain, back pain, fatigue, vaginal bleeding. Lot number: b21579 manufacture date: 2013-04,expiration date: 2016-04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events from pfs: genital bleeding, urinary tract infection were added. Outcome of genital bleeding, vaginal infection, urinary tract infection and vaginal discharge were updated. Laboratory data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.